Event description:
Information was received from the patient regarding an implantable neurostimulation. The reason for the call was the patient reported that they have to go every hour to pee. Patient also stated that they went to the healthcare provider (hcp) office and made an adjustment and was set on 2.5 and keep going up, it's not working at all and they have to go pee every other hour. Patient also stated that it was working for quite a while and came back and wasn't working at all, and the hcp changed the leads on it for about 2-3 weeks ago, and it hasn't worked since then. They got it up to 3.4 over a week ago and still not working at all. Agent walked the patient through connecting to the ins and reviewed changing programs. Patient was able to change programs and increase the stimulation level. Patient mentioned that they had tried almost all the programs available for them, but nothing seemed to work. Patient to monitor their symptoms and redirected to the hcp if it persists. Patient called back. The therapy hadn't been helping their symptoms and they have been going to the bathroom every hour. It had been working for a while and then completely stopped. They have been trying different programs. They have tried all seven programs. When they tried the last program it was at 2.5ma and it was really high and it was shocking him. They had to keep lowering the stimulation because it was too high. Patient set it all the way down to 1.7ma and they don't know if it is still working. Told the patient when the make an adjustment they need to leave it for a couple days to a week to give their body time to adapt. Patient was going to try increasing the stimulation as long as it was comfortable and see if that helps. Patient has an appointment with the doctor and the manufacturer representative (rep) on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.